Event description:
On (B)(6) 2016, a dental professional reported that a patient with a 3m espe lava ultimate cad/cam restorative for e4d crown required tooth extraction and placement of an implant. The lava ultimate crown had been placed on tooth 30 on (B)(6) 2013. The crown debonded in (B)(6) 2015 and at that time, recurrent decay was present. This decay was removed and another lava ultimate crown seated. In (B)(6) 2015, this second crown debonded and it was noted that the tooth structure had further broken down. On (B)(6) 2016, the patient made the decision to proceed with tooth extraction and implant placement. Prior to placement of the initial lava ultimate crown, this tooth had undergone root canal therapy.